Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer have reported three separate cases, in which the foley balloon did not retain the instilled water and was leaking. In each instance, staff appropriately attempted troubleshooting and found minimal to no fluid remaining in the balloon, along with urine noted on the bed. Urine was leaking on to floor/patient. Balloon potentially leaking inside patient anatomy.